Event description:
Complainant alleged that while attempting to defibrillate pt who had coded, the device failed to deliver selected energy. Complainant indicated that they were able to obtain another device to continue defibrillating the pt. Complainant indicated that the pt sebsequently expired, however it was unrelated to the reported malfunction.